Manufacturer narrative:
Updated field: b4, e1, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported equipment alarm catheter restriction, detection safety disk failure, after replacing the safety disk, the detection equipment function parameters are normal, delivered for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that before use cardiosave intra-aortic balloon pump (iabp) is displaying pre-use detection alarm catheter restriction. There was no patient involvement.